Manufacturer narrative:
The monitor and electrode belt have been returned to the distributor for evaluation. Device evaluations of the monitor and electrode belt have not yet been completed. Distributor has noted the sd was missing from the monitor when received. A holter or patient download are unable to be performed.

Event description:
Us distributor contacted zoll to report that a patient was treated 7 times by the lifevest. The patient reports they were conscious during the events. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock deliveries. The response buttons were pressed after treatment delivery. The response buttons functioned appropriately. The pre and post shock rhythms are not visible. It is not known whether the rhythms were converted by the lifevest defibrillations. The patient was at dialysis during the first three shocks, in an ambulance during the fourth shock and received the last three shocks while at the hospital prior to being placed on a monitor. A nurse reported when patient was placed on hospital telemetry, the patient¿s heart rate was in the 200 range. Patient has received an implantable cardioverter-defibrillator (ICD). No injury was reported from the treatments.